Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple cubies in drawer 6 were failed to open. A field service engineer had customer to power down for 5 minutes and then recovered failures to resolve. Cubies were recovered and working and customer confirmed. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies in drawer 6 failed to open. Troubleshooting confirmed no obstruction; however, recovery and hard reboot attempts were unsuccessful. The device displayed a "device not detected on bus" error, and the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.